Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and bilateral "soreness and pain".

Event description:
Patient's friend reported (patient provided permission to speak with friend), "left side rupture and bilateral "soreness and pain". Device explanted and replaced.